Event description:
It was reported that a bolus connector is out of order source. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown.(B)(6). One device was received for investigation. The device was visually inspected and functionally tested. Visual inspection found a damaged dso seal, damaged battery compartment, scratched lens and damaged remote dose connector. During functional testing the reported issue was confirmed. The root cause was a damaged remote dose connector. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.